Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 site 27 in type 11 bone. The clinician reports the pt states, she traumatized implant area with shell of a nut. The implant was removed on (B)(6) 2011. Medical history: no significant findings.